Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient to have elevated metal ion levels and synovitis found on an MRI. During the revision procedure thick capsule with cloudy fluid was observed along with corrosion on the taper. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #6202-52-22 tm shell lot 61776474, item #6310-50-32 longevity liner elevated rim lot 61730033 , item #7711-09-10 m/l taper stem lot #61741539, item #6250-65-30 bone screw lot 61760801. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02056.

Event description:
It was reported that the patient had a left total hip arthroplasty performed. Subsequently, approximately six years post op the patient was revised due to increased pain and metal ion levels. During the revision, pseudocapsule approximately one inch thick with cloudy fluid, synovitis, and blackened trunnion corrosion was noted. The head was exchanged without complication.